Event description:
It was reported that while unpacking the imager ii dx catheter, package tearing issues have occurred. According to the customer, sometimes the package tears on a diagonal across the front clear portion of the product exposing the product to contamination.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.